Manufacturer narrative:
(B)(4)

Event description:
During implant procedure, the tip of the electrode was damaged. The lead was removed and replaced. The patient is in stable condition following procedure.

Manufacturer narrative:
The returned device was visually inspected, revealing damage to the soft tip. X-ray examination of the lead found the inner coil was severely over-torqued at the connector region. Tests performed indicated normal electrical characteristics. The field report of damage to the silicone tip was confirmed.